Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis devices. After the trunk ipsilateral leg endoprosthesis was deployed, a contralateral leg endoprosthesis (plc121000j) was implanted in the right common iliac artery with upward advancement. Subsequently, an iliac extender endoprosthesis (pll161407j) was implanted in the left common iliac artery to extend the ipsilateral leg of the trunk ipsilateral leg endoprosthesis. After all devices were implanted, angiography was performed, which revealed that the contralateral leg endoprosthesis (plc121000j) partially covered the right internal iliac artery. The contralateral leg endoprosthesis (plc121000j) was attempted to be pushed up using a gore® molding & occlusion balloon catheter; however, the attempt was not successful. Therefore, the right internal iliac artery was embolized using coils, and an iliac extender endoprosthesis was implanted to extend the contralateral leg endoprosthesis (plc121000j) to the right external iliac artery. The patient tolerated the procedure. The physician stated that a 7 cm iliac extender endoprosthesis should have been selected instead of plc121000j.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As reported, the deployed contralateral leg unintentionally covered the right internal iliac artery. The physician stated that a 7cm iliac extender endoprosthesis should have been selected instead of plc121000j. The device instructions for use (IFU) provide warning and instruction to ensure a device with the appropriate length is selected relative to the total treatment length of the target site. Therefore, the cause of the reported unintentional vessel coverage may be attributed to the reasonably foreseeable misuse of using a device that was too long for the target treatment area. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.